Manufacturer narrative:
Remains implanted.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient presented 2 years post-op with an aortic body stenosis in the presence of significant aortic angulation. A re-intervention was performed in which bilateral balloon expandable stents were implanted up to the secondary sealing ring to successfully resolve the stenosis. As of the date of this report, there have been no additional patient sequelae reported.